Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 35 mg/dl; cause was not known. Customer was treated with intravenous fluids of saline while in the ER to address the bg. Customer was discharged from the ER later the same day ((B)(6)2023) with the issue resolved and no permanent damage. Reportedly, customer reverted to manual injections for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.